Event description:
During a site visit by tech customer advocacy, the customer reported that "zofran infusions consistently finish early". Zofran 24-hour infusions complete sooner than expected. Reported the administration set priming volume is 1.6 ml, a 60 ml syringe is used with 40 ml of fluid. The customer primes with medication. Per the cpc, the customer stated the infusions "finish earlier due to the default in the data set." No add'l info available. No details regarding dates of events or product affected, all info is anecdotal as there are no written reports of any events. There was no report of pt harm.